Event description:
It was reported that an intraocular lens (iol) was inserted in the patient's right eye but no longer implanted due to bent/broken haptic. Incision enlargement was performed. The suspect iol was discarded. It was stated that the patient has recovered. No other information was provided.

Manufacturer narrative:
Age or date of birth, weight, ethnicity: unknown/ not provided. Implant date: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Explant date: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
New information received that patient date of birth is (B)(6) 1949, 72 yrs. Old, weight 84 kg., ethnicity: hispanic. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.